Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to hyperglycemia on (B)(6) 2019 with blood glucose of 480 mg/dl. Customer had symptoms like nausea. Customer went to emergency room. Customer was treated with intravenous fluid. Customer stated that the sensor had sensor updating alert, change sensor alert and tape not sticking. Troubleshooting was declined for hyperglycemia. The insulin pump will not be returned for analysis.